Event description:
A customer reported that her adc freestyle libre sensor fell off while she was swimming. The customer subsequently felt dizzy, weak, could not keep her balance, and was vomiting, so she presented to a hospital on (B)(6) 2019. The customer was diagnosed with hyperglycemia and administered insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time no product has been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product-related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc freestyle libre sensor fell off while she was swimming. The customer subsequently felt dizzy, weak, could not keep her balance, and was vomiting, so she presented to a hospital on (B)(6) 2019. The customer was diagnosed with hyperglycemia and administered insulin for treatment. There was no report of death or permanent impairment associated with this event.